Event description:
It was reported that this pacemaker was unable to transmit data. Technical services (ts) was consulted and it was clarified the pacemakers was low on battery, which caused it to be unable to transmit data. Additional information indicates the patient had syncopal episodes and the pacemaker entered safety mode. Safety mode changed the configuration of the associated non-boston scientific right ventricular (rv) lead to bipolar configuration, which caused oversensing that lead to pacing inhibition. This had been previously resolved by reprogramming to unipolar configuration. This pacemaker has been explanted and replaced. No additional adverse patient effects were reported.